Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that an 11 second asystole alarm failed to alarm both visually and audibly. At this time, there is no allegation of a patient incident.